Event description:
During a hip arthroscopy the tip of the disposable supply, "flow port cannula with obturator , stryker , 165 mm" ref# cat02438, lot# 010903 broke off, no part was left inside the patient.